Manufacturer narrative:
Concomitant medical products: model: 5568-45, lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for high rv defibrillation coil impedance when the impedance exceeded the programmed upper alert threshold. Follow up was conducted and the allied health professional (ahp) indicated that the alert level was adjusted but no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.